Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information:(B)(6). The getinge field service engineer (fse) found that the batteries were due for calibration. The battery calibration was completed successfully, the unit passed all functional and safety tests and was returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) displayed battery error message. There was no patient involvement reported.